Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Event date is approximated as it was reported to have occurred two years prior to being reported to a medtronic representative device serial number not available because it was reported to a medtronic representative two years after the issue occurred. Device manufacturing date is serial number, therefore, unavailable. Upon follow-up with medtronic representative it was reported on (B)(6) 2016 that this event occurred over 2 years ago and the medtronic representative could not remember exactly why it fell. It was reported that the unit was a prototype and there was something wrong with the brakes but the details were unknown. Upon follow-upon (B)(6)2017, it was reported that medtronic facilities initially reported the issue. No parts have been returned for evaluation. No system evaluation performed. Issue resolved at time of event. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative was informed that over two years ago the imaging system fell off the truck in europe. No other information was provided as to how the instance occurred. There was no user impact as no one was injured. It was believed that the imaging system fell on top of a toolbox. No further details regarding the damage were provided.